Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted that the lead was returned without the guidewire. Guidewire test was performed using a guidewire sample in the rpa lab, the guidewire passed through the coil lumen without obstruction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure it was difficult to insert the guidewire on multiple occasions. It was reported that it was then difficult to pass the right ventricular (rv) lead through the sheath. The lead was replaced at a later date. It was further noted that the patient had a subclavian dissection. No further patient complications have been reported as a result of this event.